Event description:
It was reported that during a gastrectomy, the stapler was inserted and anvil reattached. It was dialed down to correct range and fired. Upon opening the device no staples had gone through the tissue and staples were half formed and bunched up in only one location. Stomach and esophagus were separated. The knife cut as normal and surgeon had to hand sew junction back together which added an additional 20 mins to the case.